Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the catheter was returned and analyzed. Analysis was performed and no anomalies were found.(B)(4).

Event description:
It was reported that during an implant procedure, the catheter cracked while gaining access to the coronary sinus near hub at the proximal end. The physician had difficulty flushing because of it and could not run venogram balloon through it. Another catheter was used. No patient complications have been reported as a result of this event.